Event description:
In preparation for a coronary artery drug eluting stenting treatment procedure the stent was felt to be insecure. The physician was preparing a 3.5x8mm taxus express2 drug eluting stent for placement in a tortuous and 90% stenosed portion of the mid circumflex (cs) artery. The physician felt the stent was not secured to the balloon and did not use the device. The physician completed the case with another taxus express2 stent, of the same size. There were no pt complications, pt is ok.